Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. During service and repair pretesting on the craniotome device, it was determined that the cutter device was stuck inside. A visual and functional assessment was performed on the device which found that the cutter was stuck inside due to worn out bearings, and the neuro-tip leg had been drilled into. An assessment was performed which found that the bearings were worn out, creating a situation whereby the cutter could not be removed. It was determined that the failure was caused by worn out bearings (normal wear). It was further determined that the drilled neuro-tip leg was due to excessive lateral force placed on the device causing the drill device to flex and to come into contact with the neuro-tip leg. It was determined that the damage was caused by user error. The assignable root causes were determined to be due to user error (drilled neuro-tip leg) and normal wear out from use (cannot remove cutter). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the burr device was stuck inside the craniotome device. During in-house engineering evaluation, it was observed that the neuro-tip leg of the craniotome device had been drilled into. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.